Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal abscess ('abscess in vaginal area') in an adult female patient who had essure (batch no. 764207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, ovarian cyst, endometrioma, diabetes, hypertension, hyperlipidemia, gastric bypass, anxiety, depression, asthma, morbid obesity, hernia repair, hernia, foot operation, cholecystectomy, d & c, multiparous, abortion spontaneous, dyspareunia, endocervical squamous metaplasia, leiomyoma of uterus, unspecified, cervicitis and fallopian tube cyst. Family history included renal disease, coronary artery disease and breast cancer. Concomitant products included cetirizine hydrochloride (zyrtec r), clonazepam (klonopin), fluoxetine hydrochloride (prozac), multivitamins (multivitamin) and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and depression ("depression/psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal abscess, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, migraine, headache, fatigue, weight increased, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal abscess, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion date updated from (B)(6) 2011. Removal date updated from (B)(6) 2013. Lot number: 764207. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, concomitant drugs, lot number, rcc added. Insertion and removal date updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal abscess ('abscess in vaginal area') in an adult female patient who had essure (batch no. 764207-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, ovarian cyst, endometrioma, diabetes, hypertension, hyperlipidemia, gastric bypass, anxiety, depression, asthma, morbid obesity, hernia repair, internal hernia, foot operation, cholecystectomy, d & c, multiparous, abortion spontaneous, dyspareunia, endocervical squamous metaplasia, leiomyoma of uterus, unspecified, cervicitis and fallopian tube cyst. Family history included renal disease, coronary artery disease and breast cancer. Concomitant products included cetirizine hydrochloride (zyrtec r), clonazepam (klonopin), fluoxetine hydrochloride (prozac), multivitamins (multivitamin) and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and depression ("depression/psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal abscess, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal infection, migraine, headache, fatigue, weight increased, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, vaginal abscess, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion date updated from (B)(6) 2011 to (B)(6) 2011. Removal date updated from (B)(6) 2014 to (B)(6) 2013. Lot number: 764207. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Lot number reported 764207 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2021: ticking of final repot box on EU/ca device tab. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal abscess ('abscess in vaginal area') in an adult female patient who had essure (batch no. 764207-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, ovarian cyst, endometrioma, diabetes, hypertension, hyperlipidemia, gastric bypass, anxiety, depression, asthma, morbid obesity, hernia repair, internal hernia, foot operation, cholecystectomy, d & c, multiparous, abortion spontaneous, dyspareunia, endocervical squamous metaplasia, leiomyoma of uterus, unspecified, cervicitis and fallopian tube cyst. Family history included renal disease, coronary artery disease and breast cancer. Concomitant products included cetirizine hydrochloride (zyrtec r), clonazepam (klonopin), fluoxetine hydrochloride (prozac), multivitamins (multivitamin) and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and depression ("depression/psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal abscess, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, migraine, headache, fatigue, weight increased, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal abscess, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion date updated from (B)(6) 2011 to (B)(6) 2011. Removal date updated from (B)(6) 2014 to (B)(6) 2013. Lot number: 764207. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Lot number reported 764207 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal abscess ('abscess in vaginal area') in an adult female patient who had essure (batch no. 764207-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial polyp, ovarian cyst, endometrioma, diabetes, hypertension, hyperlipidemia, gastric bypass, anxiety, depression, asthma, morbid obesity, hernia repair, internal hernia, foot operation, cholecystectomy, d & c, multiparous, abortion spontaneous, dyspareunia, endocervical squamous metaplasia, leiomyoma of uterus, unspecified, cervicitis and fallopian tube cyst. Family history included renal disease, coronary artery disease and breast cancer. Concomitant products included cetirizine hydrochloride (zyrtec r), clonazepam (klonopin), fluoxetine hydrochloride (prozac), multivitamins (multivitamin) and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and depression ("depression/psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy, right salpingo-oophorectomy, left salpingectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal abscess, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, migraine, headache, fatigue, weight increased, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal abscess, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: insertion date updated from (B)(6) 2011 to (B)(6) 2011. Removal date updated from (B)(6) 2014 to (B)(6) 2013. Lot number: 764207. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Lot number reported 764207 is not valid. Most recent follow-up information incorporated above includes: on 10-feb-2021: update of information (batch is not valid) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal abscess ('abscess in vaginal area') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal abscess (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue") and depression ("depression/psych injury") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal abscess, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, migraine, headache, fatigue, weight increased, weight decreased and depression outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal abscess, vaginal infection, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was updated to pelvic pain, abdominal pain, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury is clubbed with depression, vaginal infection, migraine, headaches, fatigue, weight gain, weight loss, and abscess in vaginal area. Date of implant and explant added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.